Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty component on the radio frequency board. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer had a radio frequency failed selftest alarm on the insulin pump. Customer's blood glucose level was 163 mg/dl. Customer stated that he was getting the alarm everyday since (B)(6) 2014 and that it occurred during the rewind/prime sequence. Customer was advised to disconnect from the pump and asked to perform the rewind process again. Customer was assisted with programming the time/date. Customer was advised to program a normal bolus into the air. Customer stated that a temp basal was not programmed before the alarm occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).